Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported ¿lumps in upper and lower lips, tender to palpate, firm¿ four months post injection in the upper and lower lips with 0.6ml juvéderm volbella® xc. Patient was given a hyaluronidase injection 2 weeks after symptoms began. Symptoms are ongoing.